Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has not recharged her ipg as recommended. In turn, the patient's ipg became inoperable over time. A company representative was unable to troubleshoot the issue. As a result, the patient may undergo surgical intervention.

Event description:
Additional information received indicated the patient's ipg was explanted and replaced. Postoperatively, the patient is reportedly receiving effective therapy.